Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and it was found that the moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that at an unknown time for an unknown procedure, the hand piece no longer works. Broken in the metal part on top of the hand piece. The sales rep tried to test them, and it was not possible. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.